Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead developed an infection. The patient arrived at the hospital exhibiting a fever and weakness. An echocardiogram performed in the emergency room showed vegetations, and subsequent cultures confirmed the infection. As a result, surgical intervention was performed to explant the lead, including the device and associated right atrial lead. No additional adverse effects were reported post-removal. The hospital then properly disposed of the device.